Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call off no power anomaly on the insulin pump. Customer's blood glucose level was 293 mg/dl. Troubleshooting for the off no power anomaly was performed. Customer advised the device was shutting off without warning. Customer advised they turned and tightened the battery cap which got the device to turn on. Customer advised the device worked for a few days then turned off once again without warning. Customer was advised to monitor the insulin pump.